Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had a hub that separated from the device. The following information was provided by the initial reporter: "according to the customer's verbatim report, the needle was separated before use."

Manufacturer narrative:
Investigation summary; customer returned a single unknown 0.5ml syringe with no other identification. The syringe had its needle shield and hub break off from the barrel. The hub and syringe barrel connector have become lodged inside the shield. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the needle hub breaking off from the syringe. CAPA pr (B)(4) has been opened to address this issue.

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had a hub that separated from the device. The following information was provided by the initial reporter: "according to the customer's verbatim report, the needle was separated before use."

Event description:
It was reported bd ultra-fine¿ 1/2ml insulin syringe had a hub that separated from the device. The following information was provided by the initial reporter: "according to the customer's verbatim report, the needle was separated before use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-apr-2022.